Event description:
Dr. (B)(6) from (B)(6) rite reported a post-operative issue involving a 16-year-old male patient implanted with three (3) poly reduction screws (part no. 00-1300-3xxx) from the response 5.5/6.0 system. During a clinic visit, all three screws were found broken at the bottom of the construct. No patient injury, surgical delay, or revision procedure occurred, and the surgery was completed successfully. The broken screws remain implanted and are not available for evaluation. The original implant date was (B)(6) 2022.